Event description:
It was reported that this patient underwent back-surgery. During that back surgery, a nerve stimulator was used which caused electromagnetic interference (emi) to be detected by the device. Due to the emi detection, one inappropriate shock was delivered. In addition, there was greater than two seconds of asystole reported. Technical services was consulted and a post-surgery device interrogation was performed. Technical services confirmed the observations and recommended programming changes. The device remains in service. No adverse patient effects were reported.